Manufacturer narrative:
Device evaluation: the rod was found unable to be distracted or retracted using a manual distractor or electronic remote controller (erc). Due to the conditions of the rod, force testing was unable to be performed, therefore, the reported failure mode was confirmed. The rod was sectioned and found to have debris build up which may have caused the reduce functionality.

Event description:
Information was received that the a revision surgery was performed on (B)(6) 2019. As per the reporter, the rods stopped functioning after a few distractions.